Event description:
It was observed during the device inspection by a field service engineer, that the duodenovideoscope was being reprocessed a different procedure from the instruction manual. There were no reports of patient involvement.

Manufacturer narrative:
An olympus endoscopy support specialist (ess) was dispatched on 02 april 2024, to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. During the in-service the ess covered the guidelines on reprocessing the olympus scope per the on-track form and reprocessing manual. The staff also performed a return demonstration to show they understood the process. The customer also understood that the olympus reprocessing manuals are the validated source of instructions. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. During the reprocessing in-service at the user facility, the olympus endoscopy support specialist observed that the customer wiped off all external surface of the tjf-q190v but not in the order written in the IFU. They wiped from the control body to the distal end then wiped from the scope connector to the control body. Also the customer did not brush distal end of the tjf-q190v. Also when the customer flushed the detergent through the distal end using the distal end flushing adapter they attached an empty 30ml syringe to the white side then pulled back detergent and did that 8 times, then repeated those same steps on the green side. Then when the customer performed the suction step of manual cleaning on the tjf-q190v they attached the suction cleaning adapter and suction tube according to the IFU but did not use their finger to cover the suction port and they did not raise and lower the elevator during suctioning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that there was a difference in recognition on device handling or reprocessing steps between the olympus recommendation and the user. Olympus expert staff has already conducted training on proper reprocessing for the user. The event can be prevented by following the instructions for use which state: tjf-q190v reprocessing manual 5.5 manually cleaning the endoscope and accessories olympus will continue to monitor field performance for this device.